Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the ventricular lead impedance progressively increased since (B)(6) 2020. On the follow-up performed on (B)(6) 2021, a warning indicated that the impedance was above 3000 ohms. In parallel, the ventricular pacing threshold also increased (2.75v on (B)(6) 2021), and the programmer showed 'na' for 'time to rrt'. The pacemaker was explanted on (B)(6) 2021 and will be returned for analysis. As the rv lead could not be withdrawn, it was abandoned in the patient's body. A new pacemaker was implanted and connected to the existing a lead and to a new implanted rv lead. It can be noted that the patient had another surgery for diaphragmatic hernia in (B)(6) 2020.